Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer tests during pre-use check. Identification of issue has been done by analyzing problem description and service report. The device¿s logs have been not available for further evaluation. Based on information provided nozzle unit for air gas module was defective and was replaced. The issue has been resolved and the device was delivered to the user in working condition. No parts were returned to factory for further analysis. Therefore, the exact root cause of the failure cannot be established.

Event description:
Manufacturer's ref. #: (B)(4).